Event description:
A participant in a needle exchange program reported that an insulin syringe needle became detached or broke while attempting to inject herself in the arm. Additional information that was provided included the following: reportedly, the user performed a self injection if methamphetamine (ice) into her vein; upon withdrawal of the syringe she noticed that the tip of the needle was missing; the user then went to the hospital where the detached piece of cannula was confirmed to be in the arm by x-ray; and the user has yet to determine if she will undergo surgery to have the detached portion removed.

Manufacturer narrative:
The involved device is not available for evaluation. Ten unused samples were returned by the user for evaluation. The returned unused samples plus retained samples from the reported lot, the previous and subsequent lots were visually examined and tested for both retention force of the needle cannula to the hub and for breakage of the steel cannula according to iso 9626. No defects were observed. In addition, all samples tested were confirmed to meet the performance specifications for both joint strength and for resistance to breakage. The device history record did not indicate any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported cannula detachment cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. The fact that this was a self-injection by a lay user in a needle exchange program may be a contributing factor. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).